Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device exhibited an alert for an unspecified device issue. The patient reported no adverse effects or symptoms. No further information is available at this time. This device remains in service.